Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, g, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and patellar loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 1311991 244-22-09 - optetrak hi-flex tibial insert, sz 2, 9mm. 2863981 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t. 2915165 200-02-29 - three peg patella 29mm. Multiple MDR reports were filed for this event, please see associated 1038671-2023-00553, 1038671-2024-04263, 1038671-2025-00287. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported via legal documentation that approximately 105 months after a left total knee replacement the patient underwent a revision surgery. The patient experienced pain and noises. A post operative report was provided. Post operative diagnosis noted polyethylene failure, metallosis and aseptic loosening. Intraoperatively the surgeon observed significant metallosis and necrotic tissue and synovitis. Although no signs of infection. The patellar component was noted to be significantly loose with metallosis and pockets of defect in the patella. The tibial tray component was removed, and the surgeon observed significant metallosis with necrotic tissue posteriorly, posterior medial and laterally as well as a large bony defect encompassing almost the whole lateral femoral condyle. No medical or surgical interventions were reported. No additional information is available.